Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 99 mg/dl and 206 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she ate because she thought her blood glucose levels were low. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.